Event description:
The complainant had a console seen to alarm for a system self-check error. The automated impella controller (aic) was removed from patient use and a backup console will be used. There was no patient use with the console at the time, and as such no harm or injury possible.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into automated impella controller (aic) - system self-check error has been completed. During the data analysis the console displayed the system self check failed screen during automatic reboot. This confirms the reported failure mode. This console was tested and reproduced the reported failure mode. Upon initial boot up, the console rebooted automatically and displayed ¿system self check failed screen.¿ visually confirmed the pbm corrosion the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20795.